Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio: 2.5, 2.3. Lab: 2.0 , results not available at this time. Technical support to follow up with customer on results of lab results. Further evaluation may be required.